Event description:
Hips became sore. Hips would hurt when trying to walk, legs would not move normally. Saw one doctor could and could not locate the problem. Referred to another doctor who found out that the liner had been recalled. Had replacement surgery. On left hip. Replaced femoral steam and liner. Did bone graph on crown cup. Scheduled to have right hip part replaced with in 6 months.